Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. The received logs revealed several alarms at date of the event, volume delivery restricted, expiratory minute volume low and high airway pressure. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated clinical alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).